Event description:
It was reported to nova biomedical that a parent may have administered not enough insulin to her child based on a reading obtained on her child's blood glucose meter. When she performed a control solution on the test strips, she determined that the results fell out of the acceptable range. When her child felt ill, she took him to the emergency room where the child was treated for hyperglycemia. During this call, it was determined that the child's diabetic supplies are stored against directions for use. The test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.